Event description:
It was reported that pt presented with poor near visual acuity approx three yrs after lens implantation. Lens "tilt" was observed at the clinical exam. The lens was explanted and replaced with an anterior chamber lens. The best corrected visual acuity (bcva) prior to the lens explantation was 20/50. The pt's most current visual acuity is 20/50. According to the report the most likely cause of the event was pt condition of weak zonules. This report pertains to the pt's left eye.

Manufacturer narrative:
The lens has been returned to b and l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.